Manufacturer narrative:
A ge service rep performed an onsite investigation. The sram card was evaluated and identified as the root cause of the event. The customer was informed of the findings, but no further service info was available at the time of this report.

Event description:
The customer reported a checksum error. This error will prevent the system from booting to a usable state. No pt or user injury was reported.